Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the issue occurred during a planned treatment and procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not boot correctly. The review of logfile showed that the geometry error and warnings the fse replaced longitudinal motor driver. After replacement of longitudinal motor, the system was returned to use in good working order.the codes were updated based on the investigation outcome.the evaluation method code was corrected.

Event description:
It has been reported to philips that the lateral x-ray it does not work, it is jammed, and it does not start. It is unknown if the device was in use. Philips has started an investigation of the complaint.